Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/ dl at the time of the incident. Customer was treated with food. Troubleshooting was performed for low blood glucose based on customer report customer did not alleged pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode but they stated the insulin pump was on manual mode. Device will not be returned for the analysis.